Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device displayed a "self-check fail, manually ventilate patient" error message. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. B6, b7, and h6 (device problem code). Evaluation: zoll medical corporation evaluated the device. The customer's report was observed during review of the device data logs. However, the device was unable to duplicate the report. The smart pneumatic module board was scrapped and replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 15-month-old male patient, the device displayed an "airway pressure sensing failure - 1052" message. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.